Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at the ipg site. The patient underwent a pocket revision on (B)(6) 2019 where the ipg was moved. Therapy was restored post operation and the pain has since resolved.